Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that they noticed white powder residue on the bag and then realized the tubing had disconnected. The event occurred while in use with a patient, and there was no harm or injury.